Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log revealed a downstream occlusion alarm. The issue was not constant and is known to be normal function of the device. The reported problem 'occlusion' was unable to be confirmed during evaluation. The device was passing upstream and downstream occlusion testing and the sensors were within specification. No correction is required.the reported condition was not verified. The device was found to deliver within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an occlusion. This occurred upon power up at the biomed service department. There was no patient involvement. No additional information is available.